Event description:
At about 13 years and 3 months after primary, the patient came in reporting pain due to stem loosening and the cause is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-may-2025 lot 113578: (B)(4) items manufactured and released on 29-nov-2011. Expiration date: 31-oct-2016. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.